Event description:
It was reported when using the pyxis anesthesia es system became unresponsive and displayed a blue screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station booting up, but the application was not auto launching. A field service engineer restarted the services and repaired the software and a technical support specialist assisted to load the remote support services version 4.12 and the auto launch problem was corrected. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.